Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a right total knee procedure, when nurse opened the box with the implant, the outer plastic lip of the packaging was found to be cracked. When peeling the blister off of the pack, the damaged edge caused nurse and surgeon to question the sterility of the implant and as a result another implant was opened and used to complete the case.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Based on the visual inspection of the returned packaging it appears that this component packaging was subjected to excessive/inappropriate handling whereby the carton may have been compressed and/or dropped from a height causing the flange of the outer blister to fracture. The device history review for the reported lot determined that the device was manufactured and packed to specification. The complaint history review determined there have been no other similar events for the lot referenced. Conclusions: the investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling prior to opening of the packaging. No further investigation for this event is required at this time.

Event description:
It was reported that during a right total knee procedure, when nurse opened the box with the implant, the outer plastic lip of the packaging was found to be cracked. When peeling the blister off of the pack, the damaged edge caused nurse and surgeon to question the sterility of the implant and as a result another implant was opened and used to complete the case.